Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On (B)(6) 2017 the manufacturer received notification through patient tracking of the following event: on (B)(6) 2017 an optiform prosthetic mitral heart valve f7-027 was explanted and a new f7-027 was then implanted.

Manufacturer narrative:
A complete manufacturing and material records review for the device (B)(4) has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. On follow up with the hospital for further information it was determined that the implanting physician no longer works at this facility and the or staff did not have further information on this event. They were unable to provide the device or any information relating to the explant. Not available for return.